Event description:
The micro drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was reported that during the quality investigation the handpiece was seized, unable to run. Corrosion damage was noted throughout the internal components of the device.